Event description:
It was reported the patient complained the scs ipg was causing her pain due to the location of the ipg pocket. Surgical intervention may be taken to addressed the issue.

Event description:
Additional information obtained identified the patient's scs ipg was removed without any complications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.